Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead exhibited greater than 4000 ohms impedance measurements when tested with a competitor pacing system analyzer (psa). When connected to the device in bipolar configuration, 2000 ohms were noted with no threshold measurements. When programmed to unipolar configuration, the measurements were appropriate. As a result, the lead remains in unipolar configuration. No adverse patient effects were reported.